Manufacturer narrative:
Flow sensor replacement was recommended to repair the unit.

Event description:
The hospital reported that, the flapper of the flow sensor is open. There was no reported patient involvement.